Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 suddenly faulted and had a yellow led light up. The customer observed options to disable the usm or restart the system, the customer restarted the system, but the errors remained. The customer then hard power cycled the system again without success. The usm 2 was disabled, and the procedure was proceeding with the remaining usms. An intuitive surgical, inc. (Isi) technical service engineer was able to confirm multiple errors on the usm 2 in the system logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.